Manufacturer narrative:
(B)(4). Batch # = n53d38. Additional information was requested and the following was obtained: can you please clarify how the stapler didn't open nor close: before giving the device to the surgeon, the instrumentalist did closure/ opening test of the jaws. At this time the jaws closed and didn¿t open anymore; did the jaws eventually close and then would not reopen: yes; did the jaws eventually open: no, they used a new stapler. The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Can you please clarify how the stapler didn't open nor close? Did the jaws eventually close and then would not reopen? Did the jaws eventually open?

Event description:
It was reported that prior to an unknown procedure, the stapler didn't open nor close. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.